Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing low blood glucose level. Blood glucose level at the time of the incident was 15 mg/dl. Customer was using auto mode. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, prime or seating test, basic occlusion test and force sensor test. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. Device received with pillowing keypad overlay. (B)(4).